Event description:
It was reported that a pt had a lead revision due to high impedance issues on electrode 0. It was also noted that the lead was damaged during explanation. No pt outcome was reported. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).